Manufacturer narrative:
(B)(6).

Event description:
It was reported that both anchors deployed with first push of handle. No patient injury was reported.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture.